Event description:
The account stated that the architect i2000 analyzer is generating elevated troponin-I results on patient samples. On one patient, the sample was drawn at 06:35 and the initial result was negative (0.027). The patients sample that was drawn a few hours prior was positive (0.718). Units of measurement was not provided. The architect cutoff value is 0.45 (positive). The physician questioned the rapid drop in the troponin result. The account stated that they have been receiving intermittent error codes 1006 (background read error) and error code (activated read failure error on b-hcg calibration). There was no b-hcg results provided. Field service was on site and has requested a new troponin-I kit. There is no impact to patient management reported

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer's issue was determined to be associated with remedial action recall number 1415939-2/27/09-003-r, therefore, suspect medical device brand name, common device name, manufacturer name, city and state, catalog number and concomitant medical device were updated in this submission to reflect this change. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.